Event description:
It was reported that the patient's health care provider cut her catheter during hernia surgery. The area became infected following the hernia surgery. As a result, the patient's pump was replaced after that event. A dye study was performed and the dye leaked out of the catheter. The patient's status was good following the replacement. The event was reported as no injury. The drug used in the pump at the time of the event was morphine sulfate.

Manufacturer narrative:
(B)(4).